Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A patient reported that he is still experiencing issues following bilateral lens implantation procedures, implanted in february. He indicated that starbursts, halos, and glare are making it dangerous for him to drive at night. There are two medical device reports associated with this patient. This report is for the left eye.